Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their second implant never really helped with symptom control. Agent did not ask about the circumstances that led to the reported issue. Patient said received replacement system on (B)(6) 2021 by a different doctor and said noticed improvement right away. Documented reported event. No further action was taken by patient services. Additional information was received from a manufacturer representative (rep). The rep reported that they saw patient on (B)(6) 2021 at hcp office, an impedance check was performed, all electrodes were yellow impeded. Patient stated when their battery was working, they would run their stimulation above 5.0. Attempted to turn on patient stimulation and was unable to turn on stimulation on any program. Patient also stated they fell on their side in (B)(6) 2021.